Manufacturer narrative:
H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and flow of liquid through the sets and no issues were observed. An underwater leak test was performed, and no leaks or blockages were observed in either set. The reported condition was not verified in either set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) pvc free administration sets were leaking from an unspecified location. The leak was observed while priming prior to patient use. There was no patient involvement. No additional information is available.